Event description:
Insulin syringe 100 units lot 2417746 exp date 2018-04 were rusty. Staff noted rust upon visual inspection. Devices were not used on a patient. No patient or staff harm. This facility found approximately 10 affected syringes. Affected product has been returned to the manufacturer.